Event description:
Pt had surgery for clipping of cerebral aneurysms. Presented to facility one year later for removal of retained intrathecal catheter. A white catheter, 11.5cm in length, 0.2cm in diameter was surgically removed.